Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d9,g3, g6, h2, h3, h4,h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on evaluation finding from the provided photos of the subject device, the following findings were noted : sdi input connector is deformed and scratches on the screen. These findings per legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Review of repair history within the past year found no issue related to the reported phenomenon. Unable to identify the cause of the phenomenon as no information on the fault was available. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the monitor goes black during preparation for use. The device is randomly powering off and are experiencing issues getting the device to power on. The device was set aside and was replaced with a loaner monitor. The serial number and model of the loaner was not provided. The loaner worked with no issue. There was no patient involvement associated on this reported event. No user injury was reported.